Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2013 her daughter's blood glucose carbohydrate intake and insulin history. The mother then realized insulin was leaking from the pod and bolus was stopped. She thought her daughter's clothes were too tight and may have pulled the cannula out of the infusion site. At 6:15 am the pod was deactivated.